Manufacturer narrative:
Correction: e3, "occupation" should have been "physician" and e4, "initial reporter also sent the report to FDA" should have been "no information".

Event description:
It was reported that the patient presented for a scheduled device exchange procedure on (B)(6) 2026. During the procedure, it was noted that the right ventricular (rv) lead was fractured and dislodged. The rv lead was capped on (B)(6) 2026. Later, on (B)(6) 2026, the rv lead was explanted and replaced. The patient remained in stable condition.